Manufacturer narrative:
Device not returned to MFR for eval. Product number and product lot number for the bur has not been provided.

Event description:
It was reported that during surgery, the bur broke in the handpiece device. It was also reported that there was no injury to the pt during this event.